Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of fluid intrusion. Fluid was found around the outside of the front and rear case halves but was not found on radio printed circuit board or the flex. The battery module was paired with both a known good spectrum pump which found the module's wireless connection capabilities functioning as expected.

Event description:
It was reported that a spectrum wireless battery module has fluid intrusion. It was reported there was no patient injury.